Event description:
It was reported that on the following day after implant of a right ventricle leadless pacemaker (rvlp) that a 12-lead electrocardiogram was performed and revealed that the rvlp was pacing the left ventricle. An echocardiogram was performed and confirmed that the rvlp was implanted on the left ventricle. On (B)(6) 2026, a transvenous pacemaker was implanted without complications. On (B)(6) 2026, the physician elected to retrieve and explant the rvlp. The patient condition was stable following the procedure.